Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited emergency room and admitted in hospital due to diabetic ketoacidosis and high blood glucose of over 400 on (B)(6) 2019. Customer¿s blood glucose was 400 mg/dl at time of incident. Customer experienced abdominal pain during the event and customer was treated with insulin drip, bolus as well as intravenous fluids. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer performed displacement test and passed the test. Insulin pump will not be returned for analysis.